Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
The subject pacemaker could reportedly not be successfully implanted due to a malfunction of the right ventricular lead connection. The physician reported that the setscrew did not come in contact with the lead. The device was replaced, which solved the issue.

Manufacturer narrative:
The device model involved in this MDR is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
The subject pacemaker could reportedly not be successfully implanted due to a malfunction of the right ventricular lead connection. The physician reported that the setscrew did not come in contact with the lead. The device was replaced, which solved the issue.